Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) would not power on using both battery or ac power, and the batteries were not being charged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found that the unit was slightly removed from the cart (unlocked). The users may not have noticed and continued to use the device until battery power was 0%. At which point, they would have attempted to plug the device to charge. Since the pump unit was not locked in the cart, the batteries did not received a charge. The fse corrected the connection of the pump & cart. The battery charging process began, and the unit was able to power-on properly. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) would not power on, and the batteries were not being charged. There was no patient involvement, and no adverse event reported.